Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age and weight are not available for reporting. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to repair a tibia fracture on (B)(6) 2017, the screw was damaged during removal and broke. The surgeon used a 3.5mm cortical screw to attach an unknown plate to the bone. The reduction of the fracture was not very good so the surgeon decided to change the location of the screw. He tried to pull it out in order to rearrange it; however, the recess of the screw was damaged and he could not remove it with the screwdriver. The surgeon tried in different ways to remove it. Finally, he tried to lever the plate with a chisel, with the intention of loosening the screw until the screw head broke off. The screw shaft remained inside the patient and finally it could be reduced properly and the fixing of the fracture could be finished. The surgery was prolonged by 30 minutes due to the reported event. Reported concomitant devices: plate (part / lot: unknown, quantity: 1). Chisel (part / lot: unknown, quantity: 1). Screwdriver (part / lot: unknown, quantity: 1). This report is 1 of 1 for (B)(4).